Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, oversensing was observed upon reviewing the auto mode switching episodes. Out of range, atrial pacing lead impedance was also noted. Atrial lead issue was suspected. Further tests were recommended.